Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: cook received a medwatch form on (B)(6) 2021 regarding an incident involving a cope mandril wire guide (rpn: pmg-18sp-60-cope, lot#: 13448504). The complainant reported the wire guide broke off on (B)(6) 2021. The patient reportedly experienced no adverse effects. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the dhrs for the reported complaint device lot (13448504) and the related subassembly/component lots revealed one recorded relevant nonconformance for "surface defect" in which one device was scrapped. A database search did not identify any other events associated with the reported device lot. As adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, t_mwg_rev0 ¿mandril wire guides,¿ provides the following information to the user related to the reported failure mode: warnings ¿avoid manipulating or withdrawing the wire guide back through a metal needle or cannula. A sharp edge may scrape or shear material from the wire guide. Altering the tip¿s configuration or curve manually may damage the wire guide.¿ additionally, there is a label attached to the wire guide holder/hoop with an image warning the user not to remove the wire guide through the needle. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause for this event has not been traced to the device, but rather to an unintended use error. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Product code: dqx, not dxq. PMA/510(k) #: pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of a cope mandril wire guide for an unknown procedure. It was reported the device "broke off". It is unknown at which point in the procedure the failure occurred. No adverse effects to the patient have been reported. Additional information regarding the event has been requested but is currently unavailable.